Event description:
Angiosculpt balloon catheter was inserted into the catheter. On removal of the angiosculpt balloon catheter, it was noted that the tip had broken off inside the catheter. The broken tip was able to be retrieved and there was no adverse effect to the patient.